Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Liner was implanted.

Event description:
It was reported that the packaging was missing the locking bar component. The new liner was implanted with the old locking bar being used to complete the case. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review, but the reported event could not be confirmed. The device history records were reviewed and determined that the locking bar is not included with the reported product and that the device is conforming to specifications. As the allegation against the device was for a missing locking bar and the manufacturing records determined that the device was conforming, no problems were found with the alleged device upon review.